Event description:
It was reported that during an implant procedure a left ventricle lead was attempted to be placed and presented high pacing thresholds. The lead was attempted to be repositioned in the lateral vein, however all vectors were observed to be abnormal measurements at 5v. A new lead was used to complete this procedure. The measurements with the new lead appeared to be within range. No adverse patient effects were reported. This lead has since been received for analysis and the investigation is currently in progress. Once this investigation is completed a follow up report will be submitted with the analysis results.

Event description:
It was reported that during an implant procedure a left ventricle lead was attempted to be placed and presented high pacing thresholds. The lead was attempted to be repositioned in the lateral vein, however all vectors were observed to be abnormal measurements at 5v. A new lead was used to complete this procedure. The measurements with the new lead appeared to be within range. No adverse patient effects were reported. This lead has since been received for analysis and the investigation results are as enclosed.

Manufacturer narrative:
Upon receipt of this complete lead at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was observed that blood and body fluid was noted in the lumens. Electrical continuity testing passed for this lead. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported high pacing threshold issue.